Manufacturer narrative:
Follow-up # 1: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review could not be performed as the serial number provided was invalid. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high in comparison to feelings/ normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient alleged the inaccuracy began on (B)(6) 2015 when she obtained an alleged inaccurate high blood glucose result of 507mg/dl on the subject meter. The patient was unable unwilling to say how she manages her diabetes and if she made any changes to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that on (B)(6) 2015 at an unspecified time after the alleged product issue began she developed the symptoms of sweaty. The patient reported that on (B)(6) 2015 she attended her doctor's office and had her blood glucose taken on the doctor&#38112;meter and obtained a result of 200 something. No medical intervention was required. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.